Event description:
Boston scientific received information that this right atrial (ra) lead exhibited threshold measurements of 5.0 volts at 2.0 milliseconds and sensing measurements of 1.4 millivolts. It was noted that pacing impedance measurements were normal. During a normal device change out procedure, the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.